Event description:
It was reported that using a femoral artery access approach during a procedure of the mildly tortuous, moderately calcified distal to mid femoral artery, and the heavily calcified restenosed, proximal femoral artery, balloon angioplasty was performed from the superficial femoral artery (sfa) to the common femoral artery (cfa). It was decided to stent the vessel due to the calcification and the 4.0 x 150 mm supera stent was deployed from the distal sfa. A 4.0 x 120 mm supera stent was deployed in the mid sfa and a 5.0 x 180 mm supera stent was deployed proximal sfa to cfa. After the 5.0 x 180 mm stent was deployed the stent delivery system was removed without noted issue. A 5.0 x 150 mm armada 35 balloon dilatation catheter (bdc) was inserted for post dilatation but it was unable to cross; examination of the vessel under fluoroscopy revealed the 5.0 x 180 mm sds tip remained in the vessel and the stent had migrated above the cfa. Examination of the sds confirmed one tip was missing from the device. A cut down of the vessel was performed and the tip and the stent were removed from the vessel. After removal of the 5.0 x 180 mm supera stent from the vessel a 6.0 x 80 mm armada 35 balloon dilatation catheter (bdc) was used to complete angioplasty of the cfa and proximal sfa. Additionally, a 6.0 x 150 mm absolute pro stent was deployed in the same vessel; there was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported tip detachment was confirmed. Based on the returned device analysis, there is no indication of a product deficiency. A review of job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review revealed no other incidents reported for this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Concomitant products: dil cath: armada 35 5.0x150mm; guide wire: supracore. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.